Event description:
The customer's mother reported that the customer was hospitalized due to hyperglycemia. The reported blood glucose reading was 187 mg/dl. Troubleshooting was performed, and found that the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available at the time of the phone call to perform the high pressure test. The customer's mother stated that the screen on the insulin pump was badly scratched, making it difficult to read the screen. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly, and passed all functional testing. After testing, it was concluded that the device operated within specifications. However, the insulin pump was returned with the display scratched, and the rubber end cap sticker missing.